Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. It was noted that the left lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as it was kept by the medical facility.